Event description:
A nurse reported a lancet protruding past the end of a safe-t-pro plus device. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
(B)(6).